Manufacturer narrative:
The customer contacted a siemens customer care center and reported that smoke emitted from a dimension exl 200 instrument. The customer stated that the smoke appeared to be coming from the computer and that there was a input/output communication error. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced heat torch, computer board, and computer; checked power supplies and fuses; loaded 10.3 software; reloaded flex reagents; performed fix inventory; verified alignment printout with previous printout; ran precision test, system check and quality controls, resulting acceptably. The cause of the instrument smoke is due to an instrument malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke emitted from a dimension exl 200 instrument. The customer turned the instrument off and reported that there was a delay in patient testing. There are no known reports of injury, impact to patient care nor adverse health consequences due to the smoke emitted from the instrument.